Event description:
The customer alleged that she performed control tests and received a result of "lo". A normal control range was not provided, but should be around 90-123 mg/dl. Troubleshooting was not possible because the customer ended the call. Attempts were made to contact the customer for troubleshooting and product info, but they were not successful. No product will be returned for evaluation.